Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq meter was reading inaccurately high compared to another meter (unspecified device). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2017. The reporter claimed that the patient obtained blood glucose readings of ¿105 mg/dl¿ with the subject device and ¿29 mg/dl¿ on the other device, performed within 30 minute of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with self-adjusted insulin and the reporter claimed that in response to the alleged issue the patient consumed more food and/or drink at 2:45 p.m., on march 6, 2017. The reporter stated that approximately 5 minutes after the alleged issue began the patient developed symptoms of ¿fatigue, agitated, combative and delusional¿ and that due to the patient developing these symptoms, the emergency medical services (ems) were contacted. Upon arrival at 3:20 p.m., the same day, ems tested the patient¿s blood glucose using the ems meter, obtaining a result of ¿29 mg/dl¿ and subsequently treated the patient with food and/or drink. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the reporter did not have testing supplies available to test the subject device. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.